Manufacturer narrative:
This is a supplemental report to provide additional information. The referenced phenomenon could not be confirmed since the subject device was not returned for evaluation. The manufacturing records were reviewed and found no irregularities. The exact cause of this issue could not be conclusively determined. This type of probe damage is most likely related to the operator¿s technique. Omsc assumed that the probe broke off due to either of followings; 1) based on the past similar cases, it was known that the scratch on the probe occurred since the user output the device in seal & cut mode contacting with hard tissue, metal, or surgical instruments. The crack developed from the scratch mark on the probe as the starting point when the user output in seal & cut mode or grasped the tissue. The probe broke off when the user applied loads to the probe. 2) based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). Also, it was known that the contact mark and the crack occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section, and besides the probe was broken off when the probe was subjected to a load. The instruction manual of the device has already warned as follows; warnings: 1) do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. 2) the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a hysterectomy, the subject device was used. The probe of the subject device was fallen into the patient. The fragment was retrieved. The procedure was cancelled. There was no patient injury reported. This is the report regarding the breakage of the probe.